Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a removal difficulty occurred. A 2.00mm rotapro was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the burr failed to retract, preventing ablation from being performed. The procedure was successfully completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacture: returned product consisted of the rotapro atherectomy system. Visual and microscope inspection of the device found no damage or irregularity. The device was connected to the rotapro control console system and when the ablation button was pressed, the device was able to reach and maintain optimal rpm with no resistance or issue. The advancer knob was toggled during rotation and was able to move the rotating burr forward and pullback without issue or resistance. Product analysis could not confirm the reported events as the clinical circumstances could not be replicated and there were no damages or defects present to the device during analysis. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a removal difficulty occurred. A 2.00mm rotapro was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the burr failed to retract, preventing ablation from being performed. The procedure was successfully completed with another of the same device. There was no patient complications reported.